Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that when the cannula cover was being removed from the cannula, the cannula stayed attached to the cover and was subsequently then removed from underneath the skin. No adverse event was reported. The infusion set was requested to be returned for product evaluation.